Event description:
Initial info rec'd from an office staff member on behalf of a physician on (B)(6) 2011 and add'l info rec'd from a med assistant on (B)(6) 2011, was processed together. Upon medi review of the add'l info rec'd on (B)(6) 2011, this non-serious case was upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. A (B)(6) female pt rec'd poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2010, (B)(6) 2011, and the last injection on (B)(6) 2011 for cosmetic use. She rec'd sculptra aesthetic (lot # a0036, expiration date june 2013) on (B)(6) 2011. On that date, sculptra was mixed with 6 cc of sterile water and 3 cc of lidocaine. The injection was given at nasolabial folds, below cheek, and temporal hollows. On (B)(6) 2011, the pt began to have "a lot of nodules" at injection sites. She also has swelling at injection sites. Treatment with oral prednisone was given. She was recovering from the nodules at the time of the report. She had no med history and she was not on any concomitant medication. No further relevant info was reported.